Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) presented with an increase in shock impedance measurements to 117 ohms on this right ventricular (rv) lead. A revision was performed and it was discovered that the distal setscrew was loose in the header. The rv lead was resecured in the header and the shock impedance measurement was 48 ohms. No other adverse patient effects were reported. The ICD and rv lead remained implanted and in service. At a later date, the ICD and lead were explanted and returned for laboratory analysis. There were no allegations against the functionality or longevity of these products.

Manufacturer narrative:
Once analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were found to be intact and all setscrews moved freely and without issue. A lead was inserted into each port and the setscrew was tightened on the terminal pin. Each port secured the lead as expected. Lead extraction testing revealed that the lead remained in place when moderate to strong extraction force was applied. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the field observations. This device met all specifications during testing.